Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the controller was replaced to resolve the reported event. Codes b01, c07, and d02 are applicable. H3, h6) the product ID: 9735824, lot number: 603001531, was returned to the manufacturer for analysis. The reported issue was verified. The controller would not communicate with either the emitter or electromagnetic (em) interface with red localizer status on the "lat" bench. The controller was booted up with the outer cover removed and the light emitting diode (led) screen on the printed circuit board assembly (pcba) board blinked error code 002. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, ubd: unknown, UDI: unknown correction to other relevant device. See above. Annex g code was corrected to g04035. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A1102: applicable to the "localizer faulted" error message a05: applicable to localizer faulted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed "localizer faulted" error when the breakout box and emitter were connected. It was noted that the side emitter was in use at the time. During a system checkout, a green connection on the breakout box (bob) could not be established, and a bob faulted error was found during em diagnostics, with ports 1-6 faulted. Troubleshooting steps included running em diagnostics and confirming the emitter worked on a known working system. The manufacturer representative (rep) called back to report that the original bob and emitter worked on another system, and that known working bob and emitter did not work on the original system. Two systems on site were having issues; one required a new breakout box, and the other needed a controller, with the breakout box also being physically damaged. Additional troubleshooting was performed using a known working system, and the rep determined that there was no issue with the bob. There was no patient involvement.